Event description:
It was reported that pump displayed malfunction code and customer contacted support for assistance, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue happened again, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.